Event description:
It was reported while performing functional test, the ventricular channel is not working meaning it will not go up or down. It was also reported the ventricular output could not be adjusted. The epg (external pulse generator) was returned for repair and calibration. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).